Event description:
Adverse event: throat constriction, breathing difficult, labored breathing, heart rate increased, blood pressure increased. On (B)(6) 2012 - a (B)(6) asthmatic patient received her 1st injection of supartz, and she tolerated well. Her knee was prepared with hibiclens because of an iodine allergy. Non-latex gloves were used and the aterolateral arthroscopic portal area was infiltrated with 1% plain xylocaine after ethyl chloride, then after satisfactory anesthesia, supartz was injected without difficulty. On (B)(6) 2012 - at approx 2:00 am, she was awakened in her sleep because she could not breathe. She states she was suffocating. She attempted to use her inhaler but it did not aid the situation. She struggled with breathing for the next two hours until the physician's office was open. Her husband called the injection physician to report his wife's condition. She was instructed to seek medical attention at the closest emergency facility. She decided to seek care with her primary care physician. On (B)(6) 2012 - the pt was seen by her primary care physician. Her blood pressure and heart rate were increased. She states her bp was 160/90; it is normally 132/75. She received a cortisone injection, which seemed to provide the pt with relief. No other info was provided. On (B)(6) 2012 - she was evaluated at the injection physician's office. She reminded the physician that she is severely sensitive to chicken feathers. The supartz therapy was discontinued. According to the injection physician, the pt states the pt has ongoing asthma intermittently and refuses to stop smoking. Based upon the pt's pre-existing circumstances he does not think supartz was related; however, due to the pt's history of extreme sensitivity to numerous substances he stated the pt's reaction could possible be related. In addition, the injection physician stated he contacted the primary care physician and discussed the matter. The primary care physician does not have any clinical evidence to relate the supartz to the reaction. However based upon the pt's testimony, supartz is possibly related. The pt's files have been updated to reflect the pt is allergic to supartz.

Manufacturer narrative:
We were notified of this case from the FDA regarding a voluntary report from a pt. The FDA number is (B)(4). This is a definitive report. Our medical adviser's comment; the time interval between the date of supartz injection and the onset date of the reported event was more than one day. The similar cases that showed such time course have not been reported in the past. The pt is asthmatic and allergic to multiple substances including chicken feathers, nickel, stainless steel and gold basically. From this point of view, she might have been exposed to something in her daily life on the day when the symptoms occurred. However, we cannot exclude completely causal relation between supartz and the event.